Event description:
Additional event information: the surgery was successfully completed with a backup set.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated additional event information e1: updated initial reporter information h3, h6: investigation summary: the received pictures were reviewed and it can be confirmed that the threaded part of the driving cap for insertion handle is broken off as complained. The fragment of the driving cap is stuck in the also visible insertion handle. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable. Device history lot part: 03.010.523 lot: 4l33216 manufacturing site: bettlach release to warehouse date: october 07, 2019 a manufacturing record evaluation was performed for the finished device part: 03.010.523, lot: 4l33216, and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to monitor and control specific activities to manage all work orders which were in wip in bettlach site, during the cutover phase for the transition from old erp to the new erp. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received pictures were reviewed and it can be confirmed that the threaded part of the driving cap for insertion handle is broken off as complained. The fragment of the driving cap is stuck in the also visible insertion handle. Product was not returned, therefore no further investigation is possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information or material is made available, the investigation will be updated as applicable.,investigation site: cq zuchwil. Selected flow: damaged - broken. Visual inspection: the threaded part of the driving cap is broken off below the last thread flank. The broken off part is still stuck in the also received insertion handle and cannot be removed. In general, the driving cap presents hammer marks (dents) from hammering; otherwise, the part is in a good condition. Dimensional inspection: the relevant dimensions cannot be verified due to the damage incurred. Document/specification review: drawing was reviewed during this investigation. The review of the manufacturing documents has shown that the correct material was used and that the hardness was within the specification . Summary: the complaint condition is confirmed as the threaded tip of the driving cap is broken off. This production lot (4l33216) was manufactured in october 2019 according to the specification. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no relevant non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would have contributed to this complaint condition. Based on these findings we can only assume that there was a loose or insufficient connection with the insertion handle. Please note, in order to ensure a correct load transfer, it is crucial to have an appropriate connection and the driving cap should be tighten with the ratchet wrench. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.010.523, lot: 4l33216, manufacturing site: bettlach, release to warehouse date: october 07, 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523, lot: 4l33216, and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to monitor and control specific activities to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02)., part: 03.010.523, lot: 4l33216, manufacturing site: bettlach, release to warehouse date: october 07, 2019. A manufacturing record evaluation was performed for the finished device part: 03.010.523, lot: 4l33216, and no non-conformances related to malfunction were identified. The nonconformance refered within the DHR is a planned one, that was aimed to monitor and control specific activities to manage all work orders (wo)) which were in wip in bettlach site, during the cutover phase for the transition from old erp (sap p01) to the new erp (sap p02). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, while inserting the nail, the impactor/strike bolt was broken off. There was no fragment generation reported. It was unknown if the surgery was completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report involves one (1) driving cap/threaded. This report is 2 of 2 for (B)(4).